Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to an out-of-range pace impedance measurement greater than 3,000 ohms. It was unclear whether this was attributed to lead-device interaction or lead integrity. Technical services (ts) recommended lead evaluation with isometrics/pocket manipulations and considering unipolar pacing/bipolar sensing. In addition, programming fixed sensitivity was recommended, as the patient was pacer dependent. It was noted that the patient was seen in (B)(6) 2020 for programming optimization, and the patient had a history of pacemaker mediated tachycardia (pmt) and sinus tachycardia (st). This device and rv remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to an out-of-range pace impedance measurement greater than 3,000 ohms. It was unclear whether this was attributed to lead-device interaction or lead integrity. Technical services (ts) recommended lead evaluation with isometrics/pocket manipulations and considering unipolar pacing/bipolar sensing. In addition, programming fixed sensitivity was recommended, as the patient was pacer dependent. It was noted that the patient was seen in april 2020 for programming optimization, and the patient had a history of pacemaker mediated tachycardia (pmt) and sinus tachycardia (st). This device and rv remain in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was returned for analysis following routine replacement for normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to an out-of-range pace impedance measurement greater than 3,000 ohms. It was unclear whether this was attributed to lead-device interaction or lead integrity. Technical services (ts) recommended lead evaluation with isometrics/pocket manipulations and considering unipolar pacing/bipolar sensing. In addition, programming fixed sensitivity was recommended, as the patient was pacer dependent. It was noted that the patient was seen in (B)(6) 2020 for programming optimization, and the patient had a history of pacemaker mediated tachycardia (pmt) and sinus tachycardia (st). This device and rv remain in service. No adverse patient effects were reported.